Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the escalation analysis of the system, the sensor was taking longer than usual to stabilize after insertion, and the possible root cause for the delay could have been either due to the sensor not being hydrated sufficiently prior to insertion or the healing at the insertion site was taking longer than usual which could have led to mismatch between the sensor readings and the fingerstick measurements.per the escalation analysis, the RMA for the sensor (B)(6) was authorized for further analysis.the RMA is not yet received, so further investigation is not possible at this time.an RMA was authorized to issue a sensor replacement to the user. H3.device evaluated by manufacturer?no not returned to manufacturer h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.